Manufacturer narrative:
(B)(4). Batch number: p56e11. Investigation summary: the analysis results that one long60a device was returned with no visual non-conformances and with an ecr60d cartridge reload present. The cartridge was received fully fired and with the pan dislodged. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the devices involved were 2x long60 and 2x ecr60w. The surgeon was performing a lap gastric bypass. After the first firing of the long60 the metal half of the cartridge was left in the jaws of the stapler and the scrub nurse was reluctant to pry the item out and reuse the stapler. This happened twice. After opening a third device they were able to fire the device several times and finish the case. There were no adverse patient outcomes.